Event description:
Additional information was received stating that the vns patient was taken off antibiotics and had his PICC line removed. The patient was given new medications and was reported to be doing well so the patient has not been re-implanted to date. The infection was first noted during an office visit on (B)(6) 2014.

Event description:
Additional information was received that the patient was implanted with a new vns system on (B)(6) 2015.

Event description:
It was reported that the recently re-implanted vns patient underwent surgery on (B)(6) 2014 to explant his generator and lead due to infection. The patient was re-implanted on (B)(6) 2014 but again underwent explant surgery on (B)(6) 2014 due to infection. The patient was given IV antibiotics. The patient is expected to be re-implanted once the infection is cleared. The patient has not been re-implanted to date. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported that the patient will not undergo vns reimplant because the patient has severe vocal cord damage. The vocal cord damage was reported in MFR. Report # 1644487-2014-02354.

Event description:
It was reported that the patient's voice is good after receiving injections from an ent; therefore, the patient will undergo vns reimplant.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.